Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with intermittent instances of right ventricular oversensing. No intervention was performed. The patient was stable.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
Corrected information: date received by MFR is 4/24/2019.